Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was not detecting the plunger. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was damaged. A review of the event history log identified check clutch/ plunger lever. During functional testing using multiple flow and occlusion tests the reported issue was unable to be determined. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right. And leadscrew and spring as a preventative measure.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.